Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the sheath separated from the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.